Event description:
It was reported to medtronic minimed that the customer received an error in the motor that was detected by reading an unexpected value from the hall sensor (pump error 43). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify the pump error 43 alarm and unable to rewind complaints due to the critical pump error (open book image) alarm. Successfully downloaded history and trace files using thump. A review of the pump history file reveals on 8/4/2025 at 10:01 the pump alarmed critical pump error 40 (line number 121 file number 536) which then caused the critical pump error (open book image) alarm. Further review of the pump history file shows on 8/3/2025 there was one (1) pump error 38 alarm (13:16), eighteen (18) pump error 43 alarms (between 01:17 and 17:32), and three (3) pump error 130 alarms (01:15, 08:46, and 13:56). The pump was cut open to perform a visual inspection. Heavy corrosion and moisture damage were found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly. Rust and corrosion were also found on the motor and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. Critical pump error (open book image) alarm, pump error 40 alarm, pump error 38 alarm, pump error 43 alarms, and pump error 130 alarms are all confirmed due to the moisture damage, rust, and corrosion on the hardware and motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.